Event description:
Customer reported receiving an error 4 message and high glucose reading with their freestyle freedom meter and adjusting his insulin dosage according to the reading. As a result, customer reported experiencing symptoms of hypoglycemia and loss of consciousness. Paramedics were called and treated customer with a tube of sugar. There was no report of diagnosis, death or permanent impairment associated with this case.

Manufacturer narrative:
Customer's meter has been returned to the lab and all results were within range specification during control solution testing. Returned meter does not power on with both button depression and insertion of strips.